Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the internal portion of the cannula. The complaint was originally reported for unsure insulin delivery.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. A tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion on the pcb assembly and data loss. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone14.5 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.